Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, an air leak occurred. The sheath was inserted into the patient, the rf needle was inserted and transseptal puncture was performed. After the non abbott catheter (octaray) was inserted and mapping was performed, air was aspirated. Air was aspirated several times but was not completely removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.